Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported a patient's right ventricular (rv) and atrial leads presented with noise. The atrial lead was explanted in a procedure on (B)(6) 2022. No changes were reported on the rv lead. Post-procedure the patient was discharged.

Manufacturer narrative:
The reported event of noise was not confirmed. As received a complete lead was returned in one piece. Visual and x-ray examination procedural damage. Electrical testing did not find any indication of conductor fractures due to the procedural damage the lead was shorted. All the damage found is consistent with procedural damage.

Event description:
New information received notes the right ventricular (rv) lead was explanted in the same procedure on (B)(6) 2022. Post-procedure the patient was discharged.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The reported event of noise could not be confirmed. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported event will continue to be monitored and trended.